Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca). A non-abbott guiding catheter and non-abbott guide wire were placed. The 3.5x12mm nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation without issue. The nc traveler balloon was re-folded using the protective sheath and was used to pre-dilatate the lesion again without issue. A 3.5x18mm non-abbott stent implant was deployed. The nc traveler balloon was re-folded using the protective sheath and was re-advanced for post-dilatation at 14 atmospheres. However, the balloon failed to deflate despite several attempts. The inflated bdc was removed because the patient experienced st-elevation. The st-elevation resolved without treatment. A 3.5x13mm non-abbott bdc was used to post-dilate the non-abbott stent implant, successfully completing the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: sion blue. Guide catheter: mach1 fr4 (6-french). Stent: 3.5x18mm nobori. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the united states.